Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to a car accident. The customer reported that she was the driver during the accident. The customer's blood glucose was unknown at the time of the incident. The insulin pump will not be returned for analysis.